Event description:
Same case as MDR ID#: 2134265-2014-01531. It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The long target lesion was located in the heavily calcified left anterior descending artery (lad) with 95% stenosis. A 3.50x24mm promus premier stent was advanced, but failed to cross the lesion. The stent was removed and it was noted that the stent strut was lifted off the balloon. Then another 3.50x12mm promus premier stent was advanced, but also failed to cross the lesion. It was noted that the stent was damaged. The stent was removed. The procedure was not completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2014-01531. It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The long target lesion was located in the heavily calcified left anterior descending artery (lad) with 95% stenosis. A 3.50x24mm promus premier stent was advanced, but failed to cross the lesion. The stent was removed and it was noted that the stent strut was lifted off the balloon. Then another 3.50x12mm promus premier stent was advanced, but also failed to cross the lesion. It was noted that the stent was damaged. The stent was removed. The procedure was not completed. No patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).